Event description:
Flare in the injected knee [arthritis]. Knee effusion [joint effusion]. Case description: spontaneous report received on 08-oct-2009 from a physician, via a sales rep, regarding a male pt whose age and initials were unk. The pt had a history of osteoarthritis. The pt received injection(s) of synvisc-one in unspecified knee(s) on approx (B)(6) 2009. The synvisc-one lot number used was u0902. The pt was seen by the physician 48 hours after he received synvisc-one due to a "big and severe flare" in the injected knee that had to be aspirated and cultured. The pt contacted the physician again on (B)(6) 2009. On (B)(6) 2009, the pt was in the operating room where his knee was opened and flushed with antibiotics. The reporter stated that the pt's physician assistant believed the culture of the knee showed streptococcus b. The reporter stated the pt's physician believed it showed streptococcus a. As of the date of receipt of this report, the pt's outcome was unk. Add'l info was received on 14-oct-2009 in the form of a qa investigation summary. The production and quality control documentation for lot number u0902, expiration date 06/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number u0902, expiration date 06/2012, were reviewed. The investigation showed the product met specifications. No associated non-conformances were noted.